Event description:
It was reported that a patient underwent a dental procedure on (B)(6) 2022 and suture was used. The needle detached from the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please clarify if the pull off event occurred before or during the procedure? Event occurred in a single procedure, same patient. The needle detached from the suture at minimum traction, during the procedure. It happened on 4 sutures. They used 4 sutures, at the end were able to put the 2 stitches needed to complete the surgery. The procedure was a surgery for dental extraction on during the procedure of (B)(6) 2022. Patient ID (B)(6), y. 52, g. Female. Event related to mw # 2210968-2022-05592, mw # 2210968-2022-05593, mw # 2210968-2022-05594. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/29/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that two opened samples of product were received for evaluation. In order to evaluate the conditions of the returned samples, the swage and attachment area was noted to be as expected, and a suture piece still was attached to the barrel hole to the needle. The end of the suture was cut which appears to be by the use of a surgical instrument. No needle pull-off was observed. The functional test could not be performed due to the condition of the sample. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/15/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/28/2022. H6 component code: g07002 no device problem found. Investigational summary: the product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that two opened samples of product code 683h were received for evaluation, in order to evaluate the conditions of the returned samples, the swage and attachment area was noted to be as expected, and a suture piece still was attached to the barrel hole to the needle. The end of the suture was cut which appears to be by the use of a surgical instrument. No needle pull-off was observed. The functional test could not be performed due to the condition of the sample. The condition of the sample received indicates improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-05594, 2210968-2022-05593, 2210968-2022-05592, & 2210968-2022-05591.